Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 500mg/dl. The customer's most current level was 200mg/dl. The customer was treated with IV at the hospital. Troubleshoot was conducted. The customer declined to conduct high pressure test. The customer was advised that changing basal rates may cause high blood glucose levels. The customer states their healthcare provider had changed their basal rates. The customer was advised to double-check settings. The customer is still at the hospital and was tired. No further assistance was provided at this time.